Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported that a patient with irregular astigmatism had an ic-8 iol explanted and replaced with a light adjustable lens (lal, sn (B)(6), +21.0d) on (B)(6) 2024. After completing all light treatments and meeting the patient's targeted refraction, the patient was not satisfied with her near vision. On (B)(6) 2025, the lal was explanted and a monofocal iol was implanted as replacement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: d9, h3, h6, and h11. The lal was cut into multiple pieces during explantation. No device problem was found during visual inspection. No additional evaluation was performed due to the condition of the returned lens pieces. Manufacturer reference #: (B)(4).